Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during an unknown procedure thirteen days prior. According to the complainant, the tip of the clip fell off the catheter as it was being passed down the scope. It was not ascertainable whether the clip was removed from the patient. The procedure was completed with a second resolution clip. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.